Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 06/27/2014, electrode belt: 06/24/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was in his wheel chair and became visibly weaker. Ems arrived, attempted resuscitation, removed the lifevest from the patient, and continued resuscitation. The patient passed away in the hospital.   Per clinical review of the available ECG data, on (B)(6) 2020, the patient was in sinus rhythm at 90 bpm with pvc's degrading from ventricular tachycardia (vt) from 140 bpm to 150 bpm with motion artifact. The device properly detected vt. However, motion artifact and hr at or below the threshold for treatment and prevented the lifevest from treating the patient from approximately 15:00:25 to 15:05:15. The rhythm then self-converts to sinus rhythm/sinus tachycardia from 80 bpm to 100 bpm with pvc's. The rhythm then degrades to vt at 140 bpm with motion artifact slowing to vt at 120 bpm with motion artifact self-converting to sinus rhythm at 90 bpm. The rhythm then degrades to vt at 120 bpm with CPR/motion artifact. Lastly, the patient was last seen in sinus rhythm/sinus tachycardia from 90 bpm to 110 bpm with pvc's and motion artifact from approximately 15:00:18 until the device shutdown at 16:18:38 on (B)(6) 2020.